Manufacturer narrative:
Expiration date: ni.

Event description:
A report was received via social media that after trial procedure, the patient could not walk. No further information could be obtained.